Event description:
During coronary artery bypass surgery, dissector device used, and after changing to dissector with cautery, physician assistant noted that small part of conical dissector that attaches to lens was broken at bottom part of attachment. Concerned that product could have ongoing or additional integrity issues and could potentially put pt at risk. Note: organization previously received recall notice on dec 17, 2009 for lot # 9092471 devices only. All of the devices with this lot # were returned at that time and a new order for devices was placed and received. Dates of use: this model (B)(6) 2007 to present. Diagnosis or reason for use: endoscopic saphenous vein harvesting.